Manufacturer narrative:
Correction to the initial MDR in fields.

Event description:
A report was received that the patients system was no longer working and the patient was not receiving adequate therapy. An impedance check revealed high impedances on one of the leads. The patient will undergo a lead replacement procedure.

Manufacturer narrative:
Additional information was received that the patient underwent a lead and ipg replacement procedure. The physician did not suspect device malfunction. The patient was doing well postoperatively. The explanted devices were not returned to bsn as they were kept by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patients system was no longer working and the patient was not receiving adequate therapy. An impedance check revealed high impedances on one of the leads. The patient will undergo a lead replacement procedure.

Manufacturer narrative:
Additional information was received that the patients ipg would not charge. The patient will also undergo an ipg replacement procedure. Additional suspect medical device component involved in the event: model#: sc-1132, serial #: (B)(4), description: precision spectra implantable pulse generator.

Event description:
A report was received that the patients system was no longer working and the patient was not receiving adequate therapy. An impedance check revealed high impedances on one of the leads. The patient will undergo a lead replacement procedure.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2218-50 serial #: (B)(4) description: linear st lead, 50cm.

Event description:
A report was received that the patient's scs device was not working anymore. It was noted that one of the patient's lead was showing all contacts with high impedances. The patient will undergo a lead revision procedure.